Event description:
It has been reported to philips that the system did not boot up correctly. The system was not in clinical use and there was no reported patient or user harm. The field service engineer replaced the host pc ,suite pc and one of the power supplies of the m cabinet . The system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that the system did not boot up correctly. Review of the log files showed suite-pc related issue. Upon troubleshooting, the field service engineer identified that there was issue with the device's suite pc and pdu dual switch module. The defective parts were returned for analysis, for pdu dual switch module no failure was observed and for the suite pc, charging/discharging issue was observed. The main failing component is power supply unit (no power). However, the replacement of the suite pc and pdu dual switch module by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.